Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a dexcom g7 after a full supply change and a meal announcement; the infusion set was teflon placed on the abdomen, and the user noted persistent high readings on the pump with dry mouth, without fingerstick confirmation or hospitalization. Symptoms included hyperglycemia and dry mouth. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a device problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.